Manufacturer narrative:
Batch review performed on 15 december 2020: lot 1909377: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional device involved: batch review performed on 15 december 2020: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2000865: (B)(4) items manufactured and released on 09-jun-2020. Expiration date: 2025-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported.

Event description:
The patient came in, 2 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.